Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were ten plunger rods for bd ultrasafe passive¿ x50 needle guard syringe that were found with "barbs". There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Event description:
It was reported that there were ten plunger rods for bd ultrasafe passive x50 needle guard syringe that were found with "barbs". There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: the customer issued a complaint for 10 plunger rods .0.25mm detected in process. 10 samples were provided to bd medical-pharmaceutical system (bdm-ps) for analysis. This batch was manufactured by a molding supplier. Bdm-ps performed a review of the release documents and the batch met all acceptable quality levels ( aql¿s) and was manufactured and released according to applicable procedures and specifications. The samples provided show varying degrees of flash and originate from different cavity numbers. A supplier complaint 2018/0824 was raised with the supplier on receipt of this complaint. Based on the investigation conclusion, bdm-ps was able to confirm the detection and characterize the condition reported by the customer. The reported condition, has been confirmed to be within the specified acceptable quality level (aql¿s) defined in the applicable specification. Flash is a result of molten material penetrating beyond the ends of the cavity. An initial investigation conducted by the supplier indicated that the flash was caused by double shots due to the machine clamp sensors not working properly. It was found that the sensors were worn out. However the sensors were repaired and as a preventive action the supplier has introduced preventive maintenance which will be effective from 31 july, 2018 bdm-ps will not define corrective actions following the investigation. However, this complaint is registered in the bd complaint system for future review in subsequent customer complaint investigation.

Event description:
It was reported that there were ten plunger rods for bd ultrasafe passive¿ x50 needle guard syringe that were found with "barbs". There was no report of exposure, serious injury or medical intervention.